Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 36 months, exhibited a middle of life 2 (mol2) indicator. The monitoring voltage was 2.81v with a charge time was 21.8 seconds. Four months prior, the monitoring voltage was 2.93v with a charge time of 13.6 seconds. This device is part of the avt latching population (6/17/2005). Boston scientific received subsequent information that the charge time was 22.3 seconds with a monitoring voltage of 2.74v and a battery status of middle of life 2 (mol2). Boston scientific received subsequent information that the device displayed an end of life (eol) indicator with a charge time of 31.2 seconds and a monitoring voltage of 2.70v. After a manual capacitor reformation, the charge time was 27.1 seconds and the device returned to and elective replacement indicator (eri).